Manufacturer narrative:
The event occurred on an unspecified date, within the "last week" from the report date. (B)(6). Lot manufactured between august 04, 2018 to august 05, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the center port, where the port adheres to the bag itself. The leak was discovered after compounding. There was no patient involvement. No additional information is available.